Event description:
It was reported by service report that the footboard modules were hanging out of the footboard; the com cord was missing pins, and the power cord had a short near the plug. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: faulty scale assembly.